Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a clinical study regarding a patient receiving an unknown drug with an unknown dose and concentration via an implantable pump for non-malignant pain. It was reported that pump logs revealed a non-critical memory error occurred on (B)(6) 2017. No symptoms were reported. No further information was received. The event date was (B)(6) 2017. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study indicated the hcp did not see the patient on (B)(6) 2017. This memory error occurred in between visits. The staff was unaware this occurred when patient was seen on (B)(6) 2017. Therefore, the clinic proceeded to treat patient without addressing non critical memory error. No further complications were reported/anticipated.